Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found no defects. The reported condition was confirmed. The device was activated multiple times in different positions on a saline soaked towel. The device failed intermittently. In addition, the investigation found the device would self-activate when shaken. An inspection of the switch found a smashed switch dome, which allowed the purple button to have added movement, causing self-activation failures. A review of the manufacturing process shows that this component is visually checked at four different stations in the product line and concluded that the failure was not caused in the shanghai manufacturing facility. One possibility is that if the device dropped in such a way that the switch takes the brunt of the impact, the switch dome gets smashed down. The investigation identified the root cause of the reported event to be a component failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during room setup, when they plugged it in it activated an alarm. No patient involved. Medtronic initial investigation found the device would self-activate when shaken. An inspection of the switch found a smashed switch dome, which allowed the purple button to have added movement, causing self-activation failures.